Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that they opened implant box and inner plastic sterile packaging was damaged and broken.

Manufacturer narrative:
An event regarding pack damage involving an mrh insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no device/packaging or photographs were provided for review. -medical records received and evaluation: not performed as no medical records were provided as this is a packaging issue and no adverse consequences to the patient were reported. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar event for the reported lot. Conclusions: the exact cause of the event could not be determined because the device or its packaging were not returned, neither were photographs provided for review.

Event description:
It was reported that they opened implant box and inner plastic sterile packaging was damaged and broken.